Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited high capture threshold. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported complaint of frequent threshold searches with some ending in high output mode was confirmed via provided device records. The root cause of the event cannot be determined as there is insufficient data but available data demonstrates that the device is performing per requirements.